Event description:
The manufacturer received information alleging a ventilator's prescription settings changed when the ventilator's lcd screen was brushed by the customer. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a customer alleged a ventilator's prescription settings changed when the ventilator's lcd screen was brushed by the customer. The device was not returned to the manufacturer for evaluation after several attempts to have the device returned for evaluation. The customer inadvertently added another prescription. The prescription was chosen by the customer. The prescription was not changed when the lcd screen was brushed by the customer. No malfunction of the device was alleged. The device is still in use by the customer.